Event description:
Patient reported pain and records indicate that intraoperatively there was tibial subsidence noted.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any anomalies. A complaint database search did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.